Event description:
The pt had an uneventful outpt laparoscopic bilateral herniorrhaphy on 4/22/93. The pt returned to the surgeon's office on 9/10/93 with complaints of vague pain and an x-ray showing a foreign body in the lower abdomen. The foreign body was thought to be the staple cartridge used with the hernia instrument. The surgeon scheduled the pt for a laparoscopic exploration for monday 9/13/93 and notified co rep. The pt was admitted as an outpt on 9/13/93 and the cartridge was removed through the laparoscope. The pt was discharged home, the same day, in good condition. The device that holds the cartridge is a disposable device and therefore was not available for eval. It is rptr's understanding, the cartridge has to be in place for the staples to fire.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.